Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. Correction: d9: product available for evaluation. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 23apr2025, it was reported that the coating of the wire started to lift and come away while advancing the dilator over the wire guide. It was confirmed by the user that the set was used per instruction via the seldinger technique.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 - annex a. Investigation ¿ evaluation. It was reported to cook that the covering over the wire guide of a cook fuhrman pleural/pneumopericardial drainage set became frayed upon insertion during the procedure. The coating of the wire started to lift and come away while advancing the dilator over the wire guide. This made it difficult to advance the dilator and drain over the wire. The procedure was later completed without complication. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The user confirmed the set was used per instruction via the seldinger technique. Reviews of documentation including the complaint history, device history record (DHR), quality control, specifications, and instructions for use (IFU), as well as a visual inspection of the returned device, were conducted during the investigation. One used wire guide was returned for evaluation. The wire had an elongation approximately 35.2cm from the proximal end. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: intended use/indications for use: "the fuhrman pleural drainage set (ppd-) is intended for drainage of air or fluid from the pleural space. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard seldinger technique for placement of needles, wire guides, dilators and catheters should be employed." Instruction for use: "6. Introduce the wire guide through the needle and gently advance it into the selected cavity. Note: the wire guide should advance without impedance. 7. Remove the needle, leaving the wire guide in place, then advance the supplied dilator over the wire guide and dilate to facilitate catheter introduction." How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device (1), and the results of the investigation, the cause for this event is determined to be component failure unrelated to manufacturing deficiencies. It is not known if the wire guide was withdrawn or manipulated through the needle. The wire guide is a flexible and delicate device and contacting a sharp edge such as a needle can cause damage. It is possible if the wire guide was held too tightly during placement, it could have led to this event. However, these possibilities cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
A2: patient's age: neonatal age. E1: title: registered advanced nurse practitioner. E1: phone number: (B)(6). G4: PMA/510(k) #: exempt. H3: device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported to cook that the covering over the wire guide of a cook fuhrman pleural/pneumopericardial drainage set became frayed upon insertion during the procedure. This made it difficult to advance the dilator and drain over the wire. The procedure was later completed without complication. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.